Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was there any adverse patient outcome? Lot number? Are any samples available of evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. Events reported via 2210968-2022-06931.

Event description:
It was reported that a patient underwent a perineal repair procedure on an unknown date and the suture was used. During surgery, the problem of the suture popping off the suture needle occurred. There were no adverse patient consequences reported. Additional information has been reported.